Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that mom reports PICC was leaking/cracked. Had been indwelling for 62 days for transplant. Family had called in from home. White lumen had a 'hole' in it. Patient line was removed on unit 1 by md, the line was not kept and sent home with patient no plan to insert new line. Patient was outpatient at time of breakage and mom had done most recent dressing change. No apparent harm noted. Unexpected or prolonged care was reported.